Manufacturer narrative:
Continued e1.: (phone number): (B)(6). The event of "capsular contracture, baker grade IV" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and device rupture.

Event description:
Healthcare professional reported, right side "rupture. With intracapsular diffusion, stage 4 periprosthetic shell: the breast is very hard in consistency. Deformed and painful to the touch and pain". Device has been explanted.